Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient could not hear from the left device last week after school. The user was responding well with the device until recently where he experienced a sudden loss of sound.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damage found during investigation is most likely related to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Child could not hear from the left device after school one day. The user has had no changes in health, known falls or bumps and there was no redness or swelling. The user was responding well with the device until recently where he experienced a sudden loss of sound. The user was re-implanted on the (B)(6) 2019.